Manufacturer narrative:
The blood pump pu valves; 15 ml in/out; ø 9 mm, s/n (B)(6) was used on the patient from (B)(6) 2025 until the pump was exchanged on 2026-01-20. The event occurred on 2026-01-08, which is (10 days) after the pump was placed on the patient being supported with an excor active driving unit. We have reviewed the production records of the excor blood pump. This pump was produced according to our specifications.

Event description:
The site contacted berlin heart clinical affairs (ca) on 2026-01-19 to report that on (B)(6) 2026 a pan-scan CT was performed on the patient with blood pump pu valves; 15 ml in/out; ø 9 mm, s/n (B)(6), following blood stream infection and an ischemic cva was incidentally found. The imaging was most consistent with subacute right pca stroke, no movement of visualized fibrin after the event. The patient was originally implanted with only cannulas on (B)(6) 2025 and is being supported with the full excor system since 2025-12-29. Since that time, the patient has been suffered from several bacterial and fungal infections. The berlin excor blood pump functioned as intended maintaining full fill and eject. Deposits were noted in the pump before and after the confirmation of cva.